Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer, device not being returned.

Event description:
It was reported that during an hto repair, the surgeon was making the cut through the bone with the saw blade. The saw blade penetrated the black center of the retractor cutting the patient`s artery behind the knee. This required an emergency surgery to repair. Hto (high tibial osteotomy).